Event description:
It was reported that the implanting physician could not get the lead to seat entirely into the top channel of the implantable neurostimulator (ins) the setscrew was loosened and it was tried numerous times to reseat the lead without success. Another ins was used and the lead was seated without difficulty.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the device, model # 37714, sn (B)(4), found a deformed balseal spring. A known good lead could not be inserted past the #4 balseal connector. An x-ray of the connectors showed that the #4 balseal spring was deformed. The known good lead was able to be inserted into the #8-15 port without any difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.